Manufacturer narrative:
Concomitant medical products: 4296 lead, implanted (B)(6) 2014. The device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature, which is meant to prevent detection of atrial fibrillation as a ventricular tachyarrhythmia, withheld detection for true ventricular tachycardia (vt). The patient was reported to have passed out. The feature was turned off and the device remains in use. No further patient complications have been reported as a result of this event.